Event description:
It was reported that the device failed the volume test. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was intact. The customers problem was confirmed. Running three accuracy tests, the pump was found to be over delivering to the manufacturing specification. Expulsor was trimmed in order to bring the delivery into more nominal of a range. The root cause was undetermined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.